Manufacturer narrative:
Initial and final MDR- (B)(4).- device 1 of 2 e1:patient city: (B)(6). Patient country: harbour city

Event description:
Reference number (B)(4). Event occurred in hong kong it was reported that the patient faced the infusion set packaging issue event on (B)(6) 2025. The issue occurred with two infusion sets. It was reported that the packaging was not sealed properly misshaped or sterile packaging not intact.. No further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4)- MDR 3003442380-2025-15914. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Electronic quality management system (eqms) search: a query was run in the eqms on 07-jan-2026 against "lot number 6009683 and similar malfunction code(s): primary pack has incomplete or open seal/weld, is torn,ripped, contains holes, exhibits external contamination (e.g., water marks, stains) or product is trapped in packaging (e.g., trapped in weld), primary pack defect- contamination, primary packdefect- seal defect, primary pack defect- torn, ripped, contains holes. The review confirmed that lot 6009683 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA) of the same or similar nature. Similar complaints search: a query was run in the eqms on 07-jan-2026 against "lot number" criteria equal 6009683 and similar malfunction codes primary pack has incomplete or open seal/weld, is torn,ripped, contains holes, exhibits external contamination (e.g., water marks, stains) or product is trapped in packaging (e.g., trapped in weld), primary pack defect- contamination, primary packdefect- seal defect, primary pack defect- torn, ripped, contains holes. The count of complaint is 2. The complaint number is (B)(4). Device history record (DHR) review: the lot 6009683 was manufactured according to the work instruction (wi) version 81 and manufactured in the machine 12 on 17/oct/2024 with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi-001031 (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following. A comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6009683 and related malfunction codes for packing damaged. One complaint was identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending. For more details see the information under the child inv record (B)(4).

Event description:
To date no additional patient or event details have been received.